Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this disposable pressure transducer with vamp, the pressure tubing detached from the reservoir connector. There was no blood loss due to the event. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Updated section h6 (component code), h6 (impact code), h6 (type on investigation), h6 (investigation findings) and h6 (investigations conclusions). Based on further investigation at the manufacturing site, it was verified that during the manufacturing process there are controls to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.